Event description:
Discordant, falsely elevated calcium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the cdev1 valve was not working, and therefore the cuvettes were not adequately washed. The fse replaced the cdev1 valve and ran quality controls, all of which were within range. The cause of the discordant, falsely elevated calcium results was a malfunction of the cdev1 valve. The instrument is performing within specifications. No further evaluation of the device is required.